Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and scratched display window during visual inspection. The pump was received with no button response and button error alarms due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that he will figure a way on how to treat it. The customer stated that he received a button error while doing a set change. The customer stated that while sleeping, the button might have gotten pressed down. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.